Event description:
Complainant alleged that during a routine shift check by a clinician, the device shuts off and intermittently powers on. There was no pt involvement during the reported malfunction.